Event description:
It was initially reported that the patient had an increase in seizures, unknown if above or below pre-vns baseline. The patient was admitted in to a epilepsy monitoring unit (emu) when the seizures occurred. At the time it is unclear if her vns was programed on. The seizures occurred on the first day of monitoring. The patient had medication adjustments after day two of monitoring and her seizures become controlled. The patient did not have any seizure after discharge until the next appointment with her physician. Good faith attempts for additional information have been unsuccessful to date.